Manufacturer narrative:
Siemens went on site and completed a total service call. Residual bleach was found after the daily cleaning procedure. Valves 66 and 67 were replaced. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2021-00048 was filed for initial testing of the same sample on a different day.

Event description:
The customer obtained a discordant nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) result when compared to the reactive (positive) cov2g result for a patient sample. The customer expects the cov2g and cov2t results to both be reactive (positive). The sample was repeated for cov2t and cov2g and the results were the same (cov2t nonreactive, cov2g reactive). A new sample was obtained and was tested for cov2t and cov2g and the results were the same (cov2t nonreactive, cov2g reactive). The sample was tested on an alternate method and the result was nonreactive. The specifics of the alternate method are unknown. The customer reported results from the advia centaur xpt and the doctor questioned the results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2021-00050 was filed on january 19, 2021. Additional information january 22, 2021: advia centaur xpt sars-cov-2 total (cov2t) lot 709035 sample resulted non-reactive and reactive with the cov2g method. The sample was tested again with similar results. The advia centaur cov2g and cov2t methods may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t is more sensitive than the cov2g method. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided siemens did not identify a product problem. The customer is operational. No further action is needed. MDR 1219913-2021-00048 supplemental 1 was filed for initial testing of the same sample on a different day.